Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure after using for some time, the surgeon found the device was not working. And then the surgeon tried several times to get it working but the active blade was broken. No adverse patient consequences were reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked, not broken off as reported. The device reported was batch #j91y7a and the device received was batch # j9233m. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'tighten assembly' or 'blade error detected' followed by a 'replace instrument' screen later in the procedure, and continued usage can result in a broken blade.